Manufacturer narrative:
The disk-like particle is consistent with an incomplete sleeve punch and it was confirmed that this lot applies to the scar (supplier corrective action report) that was issued by the vendor. The most probable root cause was determined to be a component issue. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The device has been requested for evaluation. Manufacturing and sterilization records were reviewed and found to be acceptable. Review of trend analysis, risk assessment, and directions for use is underway. The investigation is ongoing.

Event description:
A user facility in france reported a part of the sleeve was observed in the eye during the phacoemulsification process of the surgery. It was removed with forceps with no reported patient impact.